Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a in.pact admiral with a 7fr sheath to treat a severely calcified lesion in the distal common iliac artery. Artery diameter and lesion length were 7mm <(>&<)> 40mm respectively. It was reported that a pinhole leak occurred during inflation at 8 atm. The pinhole was observed at the base of the balloon. No fragments of the balloon remained in the patient. A new device was used to complete the procedure. No patient injury was reported.